Event description:
A 3f first PICC was threaded into patient's right median vein. Patient suddenly complained of abdominal pain and shortness of breath. Heart rate increased to 120's and patient complained of neck pain. Pulled back PICC 6", patient still complaining of inability to breath. PICC line pulled completely out. Patient's symptoms resolved approximately 5 minutes after PICC removal. No rash noted. Polyurethane PICC placed few hours later without complication. Follow-up provided by the site reporter in response to analyst follow up questions reveals that: the PICC catheters were inserted by nurses and their experience ranges from 5 years or greater. One is crni certified, the other 2 have 20 ceu credits on PICC insertion. They have inserted 130-160 piccs per month and have taken neonatal courses. The PICC kit does not contain gloves, latex gloves with powder were used. The patient has no known allergies to latex. There were no unusual pre PICC insertion patient conditions noted except anxiety. The same size PICC is inserted into adults or children. The site informed the MFR and they send a letter acknowledging the events. This letter will be faxed to the FDA when it is received from the site.